Manufacturer narrative:
A device history record (DHR) review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis of the complaint, the root cause was identified as the gauze roll is slit by first crushing then cutting which generates some tiny lint particles and fraying on the cutting edge of the slitting roll. Additionally, the current test method cannot identify the reported linting issue. The corrective actions taken are slitting way optimization; to change the gauze roll/ folded width, and also to enhance the test method to include the shaking method as a standard. The complained lot was confirmed made prior to corrective actions taken. This complaint will be continuously monitored.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states there is excessive linting/fraying of the gauze.